Event description:
On (B)(6) 2013, a patient reported that her surgeon stated that he has seen many vns patients develop sleep apnea. Attempts to verify the allegation and obtain other information regarding affected patients have been unsuccessful.

Manufacturer narrative:
.